Event description:
"Shield did not retract during insertion into abdomen causing trauma and a hematoma." Pt was observed for several hours. Pt is doing fine.

Manufacturer narrative:
Evaluation: one shielded bladed access system was returned for evaluation. The unit was received and cleaned prior to evaluating. The customer experienced the shield not retracting during insertion. The initial evaluation checked and verified that the shield was locked and did not move when the switch was in it's locked position (covering the red indicator). The switch was rotated to it's unlocked position and the shield was inserted through a foam pad to simulate insertion through the abdominal wall. The shield on the unit was observed to retract during insertion through the foam and then advanced upon complete insertion. The insertion procedure was repeated 10 times and each time the unit functioned properly. Additionally, the unit was inserted through the foam sample without actuating the lockout switch. The unit was able to penetrate the foam, however considerably more force was required than compared to actuating the lockout switch. Conclusion/corrective action: after evaluation, the unit in question showed to perform properly with no discrepancies. Each time the switch was actuated and the unit inserted through the foam sample, the shield retracted. At no time did the shield not retract when the switch was actuated. When the unit was inserted through the foam without actuating the lockout switch, significantly more force was required. It is unclear why the user expressed concern about the shield retraction on this unit. It is possible the user did not actuate the lockout switch, which would result in the shield not retracting during insertion. Engineering was not able to reproduce the results, the customer stated when used per the instruction for use specified in the kii shielded bladed access system pids (product instruction data sheet).